Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to connect with wireless telemetry. It was noted that the rf chip was not functioning. Programming changes were performed. Further information was requested however, was not provided.